Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2022, this patient underwent an endoleak repair. Information obtained from imedidata study database revealed that between follow up examinations on (B)(6) 2016 to (B)(6) 2021, the aneurysm increased diameter from 61 mm to 76 mm.